Event description:
It was reported that elective replacement indicator triggered prematurely due to impedance and premature battery depletion. The device was planned to be explanted and replaced. No patient complications were reported as a result of this event. It was further reported that the device was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4) : the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance, high battery impedance leading to elective replacement indicator (eri). Battery depletion indicated/eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance, high battery impedance leading to elective replacement indicator (eri). Battery depletion indicated/eri due to high battery impedance logged on (B)(6)-2011, prior to explant. Ramware version 8 installed on (B)(6)-2011.

Event description:
It was reported that elective replacement indicator triggered prematurely due to impedance and premature battery depletion. The device was planned to be explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that elective replacement indicator triggered prematurely due to impedance and premature battery depletion. The device was planned to be explanted and replaced. No patient complications were reported as a result of this event.